Event description:
It was reported that a pioneer plus catheter was used in a peripheral therapeutic procedure to treat a cto in the proximal sfa. The catheter was loaded over a non-philips guidewire, and the guidewire went subintimal; however, the catheter was unable to completely cross the cto lesion. Attempts were made for reentry, but could not advance further; therefore ivus was performed in the right distal sfa. After a few unsuccessful attempts to enter the true lumen, the procedure was abandoned. During removal, the catheter got stuck, and the distal shaft separated inside the iliac artery, but remained intact to the guidewire. Attempts were made for removal; however, the catheter and the guidewire could not be pulled back into the 7 fr sheath, and blood loss was noted leading to anemia. The sheath was upsized to a 9 fr, and was able to be removed as a system. X-ray and angiography confirmed that no piece of the catheter was left inside the patient. The patient was discharged as expected. The physician believed that the cto likely caused or contributed to the catheter getting stuck on the guidewire, resulting in the separation. This adverse event and product problem is being submitted due to the distal shaft separation, requiring intervention (upsizing the sheath).

Manufacturer narrative:
This complaint was reviewed and investigated according to the manufacturer¿s policy. Block a5: no information available. Block c: not applicable for this device. Block d4: serial number not applicable for this device. Blocks d6 & d7: not applicable for this device. Block h3: the pioneer plus catheter was discarded and not returned for evaluation, thus no returned product investigation was performed. Block h6: based on the complaint details, the physician believed that the patient anatomy (cto) likely caused or contributed to the catheter separation. Blocks h7 & h9: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and / or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and / or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Manufacturer narrative:
Block d: brand name was updated from "pioneer plus pplus120" to "pioneer plus catheter" to match the product label. Catalog# was updated from "400-0200.246" to "pplus120". Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.